Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the senor had a missing cannula. The blood glucose at the time of the incident was 181 mg/dl. The customer states she has been having problems with the pump and sensor. The insulin pump alarmed no delivery but will press resume. However the sensor had a missing cannula on two occasions. She states the needle part was visible but, the cannula was missing. The device will not be returned for analysis.